Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "consultant used the m/l clip applier (ca500) and after a few flips, the clips started dispensing with some kind of fiber or string on it. A second clip applier was used to complete case with no further event." Patient status: "n/a."

Manufacturer narrative:
(B)(4). Unknown was added to the describe event or problem entry in section b., adverse event or product problem. The event unit was returned for evaluation. Upon visual inspection of the unit, engineering confirmed plastic fibers were present around the jaws/covertube. Engineering also note a slight flaring of the covertube. The root cause of the customer's experience was likely due to the flared covertube of the device. The flared edge caused scraping of the trocar's sides, creating particulates. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Correction: patient status: unknown.